Event description:
Micro-bubbles noticed in blood line circuit, traced to fistula needle hub. There have 3 pts with occurrence of air in system, due to cracked hub of cannula needles very minimal blood loss in all 3 pts. Recannulated and treatments resumed without problem. All 3 needles were noted to be from the same remainder of lot pulled from stock.